Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, on second fire on tissue, knife blade traveled down stapler like usual, but when stapler was removed from tissue, it appeared that on the remnant side, all three rows of staples did not form b's down the entire 45 cartridge. The row of staples on the patient's side formed completely. Case completed with another stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54g7m. The analysis found that one ple45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.